Event description:
Same case as MDR ID 2134265-2015-04263 and MDR ID 2134265-2015-04602. It was reported that a shaft break occurred. The target lesion was in the right coronary artery (rca). A non-bsc guide wire and a mach1 6f kr4s guide catheter were placed. A promus premier drug eluting stent (des) was implanted in the distal rca. A promus premier des was implanted in the proximal rca. Plaque shift was noted to the mid rca. The physician thought the plaque shift occurred due to the deployment of the stents. To treat the plaque shift, a 145, 5-in-6 guidezilla¿ extension catheter was advanced. The physician attempted to advance a 4.0x32mm promus premier des; however they were unable to advance the 4.0x32 promus premier des to the lesion. The guidezilla¿ and promus premier were remove and it was noticed that the shaft of the guidezilla¿ had broken where the hypotube connects with the guide section. The same 4.0x32 promus premier des was re-advanced through a non-bsc device and deployed. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a guidezilla guide extension catheter in two pieces. Microscopic and tactile examination revealed numerous kinks in the hypotube and distal shaft. Microscopic examination revealed a complete separation at the collar/proximal shaft bond. Ptfe was completely pulled out from the collar and attached to the distal shaft. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID 2134265-2015-04263 and MDR ID 2134265-2015-04602. It was reported that a shaft break occurred. The target lesion was in the right coronary artery (rca). A non-bsc guide wire and a mach1 6f kr4s guide catheter were placed. A promus premier drug eluting stent (des) was implanted in the distal rca. A promus premier des was implanted in the proximal rca. Plaque shift was noted to the mid rca. The physician thought the plaque shift occurred due to the deployment of the stents. To treat the plaque shift, a 145, 5-in-6 guidezilla¿ extension catheter was advanced. The physician attempted to advance a 4.0x32mm promus premier des; however, they were unable to advance the 4.0x32 promus premier des to the lesion. The guidezilla¿ and promus premier were remove and it was noticed that the shaft of the guidezilla¿ had broken where the hypotube connects with the guide section. The same 4.0x32 promus premier des was re-advanced through a non-bsc device and deployed. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4).